Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf anat brg rt md size 5 PMA; item# 159577; lot# unknown. Oxford ph3 cementless fem sz m; item# 154926; lot# 7844590. G2 - foreign: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that forty-one weeks after an initial right knee arthroplasty, the patient underwent a revision surgery due to instability. Attempts have been made and no further information is available.